Event description:
Patient reported their bottom teeth have an upward slope in the front 6 teeth. Their two canines are at different levels, the right one is almost pushed downwards.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.